Event description:
Reporter alleged high blood glucose of 324 mg/dl one hour after breakfast howeveer did not treat based on the result but went to the doctor who is a relative. It was reported doctor measured 134 md/dl within 30 minutes to one hour after the original test and when arriving from the doctor, his meter read 114 mg/dl. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.